Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, into the patients right eye (od). It was reported the patient experienced endothelial cell loss and the lens remained implanted. The patients vision is excellent , with very satisfactory refractive outcome. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Claim # (B)(4).

Manufacturer narrative:
Additional data: h6 - work order search: no similar complaint was reported for units within the same lot. Corrected data: d2: common device name: phakic toric intraocular lens, product code: qcb claim # (B)(4).